Manufacturer narrative:
The stimulation nexframe multi-lumen adaptor was found to have an anomaly. The pin gauges could not be fully inserted through lumen #1 in each mla. Lumen hole #1 was found to have a diameter of 0.069¿; the lumen specifications are 0.074¿ +/- 0.001¿. There appeared to be some sort of obstruction in lumen hole #1. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-04-20, mpxr 340677, mpxr 340677 update (hcp, rep): information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the hole in the nexframe kit is too tight to insert the cannula. Another device was used but the hcp had the same issue; the hcp worked around the tight hole. The hole was marked and placed in a medial configuration to diminish the chance of needing to use it. It was also noted that the socket assembly had a loose screw that holds the small white block in place. No symptoms were reported.

Manufacturer narrative:
Upon further review, it was determined that eval code-conclusion no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because it is the closest code available with respect to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative reported the cause was unknown and the device was like that when product was opened.